Event description:
PICC inserted to right basilic vein, no complications with cannulation, threading as well as tip position as indicated on the tip locator. Five - ten minutes after rn completed the insertion, pt c/o flushing, sob and cp with palpitations. Rapid response team called and the PICC was pulled back (well enough not to possibly be in the ra). After the xray was taken. Xray identified the initial tip of PICC position to be in the proximal ra. Pt given ativan, updrafts and the symptoms subsided with tip of PICC in optimal position.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.